Event description:
It was reported that during a gall bladder procedure, the surgeon was not happy with the formation of the clips. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4) additional information: which firing of the device did this event occur on? Third. What vessel or structure was the device fired on at the time of the event? Duct. Was the clip fully advanced into the jaws prior to firing? Not sure. Was there any torquing or twisting of the device present at the time of firing? Not sure. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Asku. If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Not sure. What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? If so, what? Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Were the clips not formed completely or formed a pear shaped clip or scissored? Pear shaped.